Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation is in progress. The device was a loaner device from olympus. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the microbiological testing by the user facility, the gram-negative bacteria was detected from samples taken from the subject device. The number of microbes is unknown. The device had been reprocessed using an olympus automated endoscope reprocessor model oer-2 or oer-3 or oer-4 with peracetic acid. Then, no microbe was detected from samples taken from the device in the second time microbiological testing by the user facility. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device by olympus medical systems corp. (Omsc). The evaluation confirmed the bending section rubber glue was chipped. However, adhesion of foreign matter was not confirmed inside the instrument channel or around the control section. The exact cause of the reported event could not be conclusively determined.